Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon came apart in pieces during removal. Consumer experienced irritation, odor, vaginal discharge. Doctor diagnosed her with yeast infection and bacterial vaginosis and prescribed nidagel and other medication.